Event description:
It was reported that the patient complained of chest pain. The CT scan showed potential lead perforation of the heart. Open-chest procedure was conducted and confirmed the perforation. The lead was successfully repositioned. Patient was stable after the event.